Event description:
It was reported that after an open gastric bypass procedure, the perioperative manager at this hospital facility reported patient had a bariatric post-op leak. The patient was unhappy with level of care at this facility and was admitted to different hospital where second hospital reports patient did not have bariatric post-op leak but a wound site post-op leak. The patient is not doing well at this time. Device was discarded from initial procedure at first hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what is meant by wound site post-op leak? What method was used to close the wound? Do product complaints need to be submitted for any other ethicon products (suture)? What symptoms did the patient present? What was the diagnosis of the patient being admitted to second hospital? Was all information reported by same person? What is the current patient status?